Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 685 mg/dl and the cause was not known. A bolus via the pump was delivered in an attempt to lower bg. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka)/elevated bg. The ketone level was considered as being dangerous. The customer was treated with intravenous insulin and fluids. Elevated bg/dka were resolved and the customer was discharged on (B)(6) 2018. Reportedly, although the customer was aware that humalog was labeled as 48 hour use with the cartridge, the customer preferred to change the infusion set and cartridge every 3-4 days. As the event had occurred in the past, a cause could not be determined.